Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a healthcare provider (hcp) regarding an implantable neurostimulator (ins). Hcp said the set screw in the ins would not secure the lead so they tried to remove set screw and replace in order to secure the lead. While removing the set screw, the set screw along with a piece of silicone came off the ins. As a result of what was reported, a new ins was used and the issue was resolved at the time of the report; the defective ins will be returned. No patient symptoms and no further complications have been reported as a result of this event.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) who said the device was used within the patient. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis: analysis of the ipg 3058 interstim ll (serial# (B)(4)) found the setscrew on the implantable neurostimulator (ins) was backed out beyond the point of being able to engage with the connector block. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.